Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 120 mg/dl. No significant events leading to the alarm were observed. The customer stated that she kept pushing on the device but it did not respond. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received intermittent button response, due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corner.